Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, olympus confirmed the presence of foreign material, but the type of the material or root cause cannot be identified. The event can be prevented by following the instructions for use (IFU): reprocessing manual (cleaning/disinfection/sterilization) chapter 6 recommended reprocessing methods and chemical agents, chapter 7 cleaning, disinfection and sterilization procedures for endoscopic instruments. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the rhino-laryngo videoscope bending section cover exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.